Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the cable breakage reported on 8mm force bipolar instrument did not cause a fragment to fall into the patient's anatomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end. A review of customer provided image was performed by intuitive surgical inc., (isi) regulatory post market surveillance analyst. Following information was provided : the image is consistent with complaint of damaged cable. Correction : primary product batch/lot number under section d was updated to k16240530 0030.

Event description:
Refer to h11 for follow-up information.